Event description:
It was reported that the customer experienced a severe low blood glucose level and was transported by ambulance to the emergency room, resulting in a hospitalization on (B)(6) 2026, with a blood glucose level of 37.8 mg/dl. Customer received intravenous glucose and fluids. Treatment resolved issue, and no permanent injury was identified. The customer had not yet been released from hospital at time of report, and customer temporarily switched to multiple daily injections. The pump history revealed multiple fill tubing warnings, and the customer was educated not to fill tubing while connected to body. The nurse planned a follow-up meeting with the customer and product specialist. Technical support confirmed pump was functioning as attended and no further assistance was required.